Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen was not responding. The user turned the programmer on and off; it is now functioning as expected. The programmer has not been returned for service. There was no patient involvement.